Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 07/17/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2013 with the following finding:the display was found to be faded and discolored. The display screen was replaced with a test screen and the display was found to be fully functional.